Event description:
Event: difficulty deploying the contralateral limb. Event narrative: difficulty encountered in deploying the contralateral limb. The fusion joint was cut properly but was unable to advance the torque catheter and pull wire. The pull wire had to be removed, and the limb recanulated with another wire. Upon inspection, it was noted that the wire was being impinged by the plastic sheath not allowing the wire to move.